Manufacturer narrative:
Event occurred at: (B)(6) hospital, (B)(6). Neither the foreign user facility nor the foreign distributor submitted a user facility/importer report to the manufacturer. (B)(4). Carefusion issued a return goods authorization (rga) number to the distributor in (B)(4) for the return of the alleged faulty thumbwheel switch for eval. As of 01/05/2011, the alleged faulty thumbwheel switch has not been received. Once the alleged faulty thumbwheel switch is received and the eval is complete. Carefusion will submit a follow-up medwatch report.

Event description:
The following description of the event was documented by the foreign distributor's representative and sent to carefusion tech support via e-mail. "3100a: s/n (B)(4) hour meter 92.7 (customer: [facility name removed], (B)(6)). Problem: switch, thumbwheel assembly doesn't work normally. So, when user set the alarm at a certain value, the alarm doesn't work when reaching that value. Solution: our engineer have tried replacing new switch, thumbwheel assembly, it works normally. The alarm works at the setting value. Claim: switch, thumbwheel assembly: p/n 766570."